Manufacturer narrative:
Device was used for treatment, not diagnosis. Part received with minor scratches and marks from implantation and surgery. Visually all assembly locking components had no marks. Full dimensional inspection found no out of tolerance features. This complaint is invalid from a manufacturing standpoint. A review of synthes device history records for manufacturing revealed no complaint related issues. Date of implant is reported as unknown day in (B)(6) of 2012.

Event description:
It is reported that patient was implanted with tfn on an unknown date. Post-operatively, patient was fine for the first two checkups. On the third checkup, patient complained of pain. Doctor took x-rays and saw that the helical blade cut through the femoral head. Patient returned to the or on february 6, 2013 for hardware removal. Patient was revised with total hip. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Based on the us sales and complaint data, this failure occurs infrequently. This failure can be very difficult to predict because in addition to the design, there are other factors that can contribute to the condition; such as bone quality, implant choice, fracture pattern, compliance with post operative mobility, etc. Per the good condition of the implants the implant construct apparently did function for its intended use. The helical blade exhibits evidence that sliding and collapse had taken place. X-rays were not available for evaluation, and thus it is not possible to determine the root cause for the failure for this complaint. (B)(4). Risk assessment file was reviewed and does not address this type of event and will be revised to reflect this condition. The update will assure monitoring of the rate of occurrence.